Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump may not be functioning properly. Blood glucose level at the time of the incident was over 600 mg/dl. The customer reported that the insulin pump had recurring no delivery alarms even after a set change. The customer reported that while on manual injections, she went to the hospital for diabetes related issues. The customer declined troubleshooting and requested the insulin pump be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.